Event description:
During a laparoscopic sigmoid resection procedure, it was impossible to articulate the endocutter. The surgeon then put too much force to articulate and the articulation lever broke. There was no patient consequence.